Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken instrument during a case. At final tightening of the set screw, the tip of the driver broke. It was confirmed the surgical technique was followed and another instrument was used to complete the procedure. No adverse event reported.